Manufacturer narrative:
Due to the automated mes system there are controls in the manufacturing process to ensure the product met specifications upon release during visual inspection, the introducer sheath was found kinked. The proximal contact was seen to be completely detached. The coil delivery wire was found broken and the main coil was seen to be stretched. During the functional testing , the device was flushed but would not advance in the introducer sheath and had to be retracted from the sheath. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The device was returned for analysis and the proximal contact was noted to be completely detached, introducer sheath and coil delivery wire was seen to be kinked, the coil delivery wire was also seen to be broken and the main coil was stretched. It is probable that the damage noted was sustained due to handling of the device during the clinical procedure therefore an assignable cause of handling damage will be assigned to the as analyzed 'coil delivery wire broken/fractured during use' and to the as analyzed 'coil delivery wire kinked/ bent'. An assignable cause of 'not confirmed' was assigned to the as reported defect 'coil proximal contact wire broken/fractured' ¿as the issue included a returned product review (visual, physical, and/or performance testing) which showed no evidence of either the alleged issue(s) or any defect which could have contributed to the event. The as analyzed 'coil introducer sheath kinked/bent', 'coil proximal contact detached/separated', 'main coil stretched' and 'coil introducer sheath friction' will be assigned procedural factors as these defects appear to be associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural or anatomical factors during use.

Event description:
Analysis of the returned device found that the subject coil delivery wire broken/ fractured during use. There were no clinical consequences to the patient reported as a result of this event.